Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the local display of the centrifugal control unit was flickering. The user tapped on the device, and the display appeared and stopped flickering. This failure was intermittent in nature. The device was used for the procedure, as the central control monitor still displayed the appropriate info, even with the flickering display of the centrifugal control unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.